Event description:
It was further clarified that the patient experienced pain, then had an x-ray which showed shadowing around the screw, then had a revision to exchange the screw to the larger screw and during the revision the broken rod was noticed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: 10 polyaxial screws and 10 set screws were received at us cq and classified as concomitant devices. However, since an unknown screw is an impacted product and screws were returned, these concomitant screws are being evaluated. See list below: mis ti cfx fen poly 5x45 (part# 186727545, lot# arlcfz, quantity 2), mis ti cfx fen poly 6x50 (part# 186727650, lot# 115825, quantity 4), mis ti cfx fen poly 6x40 (part# 186727640, lot# 139797, quantity 2), mis ti cfx fen poly 6x45 (part# 186727645, lot# 152257, quantity 2), single-inner setscrew (part# 179702000, lot# unknown, quantity 3), single-inner setscrew (part# 179702000, lot# 159208, quantity 1), single-inner setscrew (part# 179702000, lot# 174234, quantity 1), single-inner setscrew (part# 179702000, lot# 159183, quantity 1), single-inner setscrew (part# 179702000, lot# 152708, quantity 1), single-inner setscrew (part# 179702000, lot# 163162, quantity 1), single-inner setscrew (part# 179702000, lot# 118297, quantity 2). None of the polyaxial screws or setscrews displayed damage. Functional test: a functional assessment was performed on all of the returned devices. The setscrews were able to thread into each of the polyaxial screws. The setscrews were not loose and did not fall out. The complaint was not able to be replicated. Investigation conclusion: this complaint is not confirmed as no damage was observed and no functional issues were identified with the polyaxial screws or the set screws. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5, b6, h11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: expedium spine system rod 5.5 x 480mm (part# 179762480, lot# bdlf7sx, quantity 2), mis ti cfx fen poly 5x45 (part# 186727545, lot# arlcfz, quantity 2). Mis ti cfx fen poly 6x50 (part# 186727650, lot# 115825, quantity 4). Mis ti cfx fen poly 6x40 (part# 186727640, lot# 139797, quantity 2). Mis ti cfx fen poly 6x45 (part# 186727645, lot# 152257, quantity 2). Single-inner setscrew (part# 179702000, lot# unknown, quantity 3). Single-inner setscrew (part# 179702000, lot# 159208, quantity 1). Single-inner setscrew (part# 179702000, lot# 174234, quantity 1). Single-inner setscrew (part# 179702000, lot# 159183, quantity 1). Single-inner setscrew (part# 179702000, lot# 152708, quantity 1). Single-inner setscrew (part# 179702000, lot# 163162, quantity 1). Single-inner setscrew (part# 179702000, lot# 118297, quantity 2). This is report 2 of 4 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the rod was broken after dissection. Revision procedure was performed for the l1 screw and the rod was removed. New screws and rods were implanted. No surgical delay reported. Concomitant device reported: expedium spine system rod 5.5 x 480mm (part# 179762480, lot# unknown, quantity unknown), single-inner setscrew (part# 179702000, lot# unknown, quantity unknown). This report is for one (1) unknown screws. This is report 2 of 2 for (B)(4).